Manufacturer narrative:
(B)(4).this product is not marketed in the us work order search: no similar complaint type events were reported for units within the same lot. Claim# 718534

Event description:
The reporter indicated that the surgeon implanted upside down a 13.2mm, vicmo13.2, -04.00 diopter, implantable collamer lens, into the patient's left eye (os) on (B)(6) 2020. There was patient contact (lens touched the eye) with no patient injury. The lens was exchanged on 17/oct/2020 with a same size lens. The problem was resolved. Cause of the event is reported as unknown